Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported left side capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explanting physician: dr. (B)(6).

Event description:
Patient reported, left side. Found that had overwhelming amounts of scar tissue, to the point where lost a lot of breast tissue. And the left breast was completely ruptured. Healthcare professional, later reported, unknown side rupture and exchange. This record is for left side device. Device has been explanted.

Event description:
Patient reported left side found that had overwhelming amounts of scar tissue to the point where lost a lot of breast tissue and the left breast was completely ruptured. Healthcare professional later reported unknown side rupture and exchange. This record is for left side device. Device has been explanted.